Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the pt experienced numbness and itching on the left side of his face. It especially occurred, when anything came into contact with the unit, such as sitting in an arm chair or recliner. The pt discussed this event with a company rep. His problems with recharging were resolved. He still experienced the burning itch on the left side of his neck/head. He has an appointment on (B) (6) 2010 with his doctor. Additional info has been requested.